Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled lead revision. The patient had a pericardial effusion due to lead perforation. Patient was asymptomatic. The lead was extracted and replaced when repositioning was unsuccessful. The procedure concluded but an issue was encountered, as the patient had aspirated while under anesthesia. No further information on patient's condition at this time.